Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported the needle broke off the zipfix at the needle junction during implantation. The broken implant was retrieved easily from the patient and discarded. Surgeon then used a stainless steel wire to complete the procedure without surgical delay or complication.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.